Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation found the left ventricular lead exhibiting high thresholds. Further investigation revealed that the left ventricular lead was dislodged. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition post-procedure.

Manufacturer narrative:
A partial lead with the pin measuring 31.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.